Manufacturer narrative:
Lot number(s): cg8080201. Expiration date(s): 08/2010. Control lot: 20miu/ml hcg urine, lot: hcg080821-02. 100miu/ml hcg urine, lot: hcg081008-01; 240.0iu/ml hcg urine, lot: hcg081231-01. Summary of results: the retention devices meets qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 240.0 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: no false negative result was observed. Unable to confirm complaint with retention and returned materials testing and manufacturing document review. No corrective action required as no product deficiency was established.

Event description:
Alleged false negative urine hcg results.